Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the stomach, the knife did not cut till the end and the reinforced material and stitch were stuck to the end of the reload. The surgeons have to carefully remove the tissue by grasper and cut the stuck stitch by a laparoscopic scissor.